Event description:
(B)(4). According to the information received the user reported a catheter was defective with two points sticking out. The user stated that he began to bleed. After examining the catheter an extra notch was found protruding out of the catheter.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.